Event description:
It was reported the device presented an error message. The issue was found at reprocessing. There is no patient involvement on this event, no harm reported due to the event.

Manufacturer narrative:
The subject device was evaluated. Device evaluation did not confirm the reported issue, however, a kink on the cable was observed and the UDI laser label was missing and therefore unable to scan. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instructions for use (IFU), it states, "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed.¿ "never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Based on investigation results, the reported phenomenon was not able to be confirmed. The cause of the issue is unknown. Olympus will continue to monitor complaints about this device.